Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed flow rate accuracy test, over 21ml. This occurred in the biomed service department during flow rate accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The ultrasonic sensor and m2, m3 spring will be replaced as a precaution. Should additional relevant information become available, a supplemental report will be submitted.